Event description:
A malfunction was reported on the pump, but there were no notable events preceding it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller in performing the reset, successfully preventing a recurrence of the malfunction code. The customer was advised to continue using the pump and to report any new malfunction codes.